Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is included in the urgent medical device correction letter, discussing leads being damaged at the proximal connector end of the lead when the lead cap is used in the implant procedure. (B)(4).

Event description:
Additional information received reported the patient was doing well based on a programming appointment that occurred the day of report.

Event description:
It was reported that the patient was implanted with a lead during the stage 1 implant. During the stage 2 portion of the implant procedure, the lead cap was "sideways" and the hcp had a hard time getting the lead out of the lead cap. Eventually, the hcp cut the cap off with a scissor-like instrument and was able to remove the lead from the cap. It was noted that the lead was a little bit stretched out, but an impedance check showed no problems and the patient went on with implant. It was reported that the manufacturer representative had not seen the patient since the surgery, and planned to see them when they scheduled their appointment at their neurologist's office. Additional information has been requested, but was not available as of the date of this report.